Manufacturer narrative:
Device manufacture date: unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 19 sep 2014. The review was performed from the date of manufacture to the present date 25 feb 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had system error. There was no reported patient involvement.

Event description:
It was reported that the device had system error. There was no reported patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a,b,c,d and g grid. Correction : unique identifier (UDI) # , reporting office contact, device manufacture date and manufacturer narrative- DHR a review of the device history record showed the device had a manufacture date of 19sep2014. The review was performed from the date of manufacture to the present date 20apr2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.